Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that this device displays a green image. The camera was sent to technical services in (B)(4) and it was returned with information that this should be handled as a per.